Event description:
It was reported that the pt experienced a loss of therapeutic affect. It was also reported that the pt went to the hospital last week because he was seeing things. Since the pt was at the hospital, the symptoms had gotten worse. The pt could hardly move, had trouble walking, and couldn't have breakfast. There was bleeding in the pt's brain. The pt was currently at home. Additional info received reported that he also noted increased rigidity and slowness. It was noted that the pt's implantable neurostimulators (ins) generally last 3-4 years and it has been 3-4 years since the ins were changed per pt report. The pt was seen and the settings were changed. The device had been set using 0-2-3-, c+ and there was an open circuit at contact 0. Moving the settings from 0 to 1 helped the pt's symptoms tremendously. The pt was feeling much better and was scheduled to see the physician again in three months.